Manufacturer narrative:
On may 16, 2023, the mentor failure analysis lab received the device for evaluation. On may 24, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex gel 300cc breast implant had two (2) areas of siltex cracking on the posterior view. In addition, two (2) tears (a and b) were found within each area of siltex cracking, measuring approximately 0.5 cm and 0.7 cm respectively. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and MRI showed right implant rupture and then during bilateral replacement surgery with catalog number 3507215mc; serial number (B)(6) on the right side, and with catalog number 3507215mc; serial number (B)(6) on the left side on (B)(6) 2023, surgeon discovered that both were ruptured. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).